Event description:
It was reported that a cartridge alarm occurred resulting in a blood glucose (bg) level of 16 mmol/l. Customer administered a correction bolus via the pump. A cartridge change was performed resolving the issue. Multiple attempt were made to determine whether customer's blood glucose level was resolved but no response was received.